Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient experienced a blood glucose of 499 mg/dl with polydypsia and polyuria associated with a prime issue. It was reported that the patient had an autoimmune disease. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that the patient's healthcare provider made recent changes to their basal rate. During troubleshooting with customer technical support, it was determined that the patient primed while attached and roughly 3 units was infused into them. It was also reported that the patient received an auto off alarm. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.